Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc evaluated the subject device and found that the reported phenomenon could not be duplicated and there was no abnormality on the exterior. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had the pink colored stripes and was flickered during the unspecified procedure. The user completed the procedure with the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction for the initial report submitted on nov 5, 2020 and additional information. This malfunction aware date was corrected to aug 5, 2020 from oct 7, 2020. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that the reported phenomenon could not be duplicated while the endoscope which was asset of omsc was connected to the subject device. The result of the investigation of the endoscope used when the reported phenomenon had occurred, the reported phenomenon could not be duplicated, however the ccd of the subject endoscope had the sign of the failure. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the excessive heat, the excessive stress and/or the complex of them being applied to the subject endoscope.